Event description:
It was reported that, "surgeon revised hip due to a peri prosthetic fracture."

Manufacturer narrative:
Additional info has been requested and if available it will be submitted in the supplemental report.